Event description:
Clinic notes were received for review on a vns patient. Clinic notes mentioned that the patient had been doing well but had 2 seizures in the past month and had a seizure that was more severe than her usual spells. Notes from a few months prior noted that the patient had not had any seizures, therefore and increase in seizures as well as change in seizure pattern will be reported. ((B)(6) 2013) clinic visit reports she has been having some problems. She had what sounds like a complex seizure - she felt "out of it" and confused and she fell down 6 concrete steps. She remembers the entire event. Her lower leg was cut and her entire right side bruised. She denies any visible head injuries or lacerations. She had a few dull headaches but those are gone now. She never completely lost consciousness. A few days later on (B)(6) she was in bed and "my husband couldn't wake me up". He tried to wake her for 10 minutes and she would not respond. She was not shaking or jerking. Then when she initially came around she did not feel normal. Since (B)(6) after that event she has felt dizzy and mixed up. She has not felt back to normal since then. She just feels a little confused. She is off balance. No more seizures since then. She feels like she had a seizure because has done this before but it is atypical for her normal pattern. She cannot keep up with her medicine now and her husband is making her pill box for her. The patient 's vns was easily palpated. Vns generator is 6 years old. Battery still functional - no changes made. Usually very well controlled, but 2 seizures in the last month. Her drug levels were reported to be okay. Noted the patient fell down 6 concrete steps - had a seizure a few days later that was more severe than her usual spells. Testing will be done to rule out ich/subdural hematoma or other structural lesion. Good faith attempts are underway for further details about the reported events.

Event description:
On (B)(4) 2013, it was reported that this patient was implanted. The explanting facility discards explanted devices.

Manufacturer narrative:
.

Event description:
Additional information was received that the patient's change in seizure pattern started in (B)(6) and it was an increase in seizure frequency. The relationship to their vns therapy may be none but they were also due for a battery replacement. Diagnostic tests were ok, specifics not provided. The patient will have their generator replaced. They had surgery scheduled but it was postponed related to a cough. No date is set at this time. The patient's increase in seizures was increased complex partial seizures with secondary generalization.